Event description:
Meter name: surestep enhanced. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: used 1 specific vial to store strips for the entire year. Symptoms: unknown. A pt reported they were hospitalized. Their meter allegedly would only prompt insert strip. The pt was unable to test on the meter. The result from the hosp was 497 mg/dl. The time difference between pt's meter and hospital was unknown. Treatment was unknown. No further info has been reported.